Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. No part returned for analysis.

Event description:
A site reported, that while outside of a procedure, the navigation system failed to receive images when attempting to transfer them. There was no reported impact on patient outcome as there was no patient present. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.